Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(6). (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) and the physician questioned the longevity of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.